Manufacturer narrative:
The host connectivity agent (hca) is the module that exchanges information with external systems. This exchange is made through messages in which specific information is communicated to the other system. Cobas infinity can send and receive this information. The customer's allegation was reproduced during the investigation. When entering patients through an hca host with the option "more than one last name entered in the same field" enabled, the system may interpret certain last names as complex ones. An algorithm is used to identify complex surnames; however, product labeling does not specify how this algorithm operates. The investigation found that the algorithm only searches for specific words within the last name combination. If the first element matches one of the predefined terms in the list, the system interprets it as a complex last name. In all other cases, the system considers each last name as a separate surname. The system is behaving as expected; however, the documentation does not include a list of complex last names that are supported. The issue was determined to be a software issue.

Event description:
The initial reporter complained of an issue with the cobas infinity lab core license software version 3.03.18. Allegedly, the software handles certain patient last names incorrectly. The customer noticed that when searching for patients by last name, the software showed a partial last name. For example, if a patient's last name consisted of 2 words, the software split the last name and only displayed the 2nd word. No patient sample mismatch has occurred.

Manufacturer narrative:
The investigation is ongoing.